Event description:
Revision surgery - due to a broken central screw from possible fail in the glenoid baseplate.

Manufacturer narrative:
The reason for this revision surgery was identified as central screw failure after 1.5 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there are (B)(4) prior complaints on part number 508-32-104, reverse shoulder prosthesis (rsp) glenoid baseplate. Among those (B)(4)complaints, there are (B)(4) complaints on central screw failure. There are (B)(4)complaints on baseplate central screw fracture during installation and (B)(4) complaints on screw fracture when implant is in vivo. A definitive root cause cannot be determined; but could be the result of micro-damage during installation due to harder than average patient bone or initial misalignment, a very active patient cyclically loading the implant, or micro-damage due to patient trauma (i.e. A minor fall that does not immediately cause component failure). Engineering change order (eco) eco (B)(4), approved on 27 may 2014, (508-32-104, rev e to rev f) result in an (B)(4) increase in minimum tensile strength to resist screw fracture. This change reduces the dimensional tolerance band on the screw minor diameter, and it requires the ti-6al-4v alloy to meet increased mechanical performance standards from american society for testing and materials (astm) astm f-1472 rather than the current astm f136 standards. There is no information reported that showed a material, design, or manufacturing problem with the product. Further investigation can be performed only if the information regarding physiology, patient injuries, activities, accidents, or medical contraindications and x-rays of prosthesis or post-surgical recovery reports are provided.